Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature displayed with a deviation of 0.6°c. The flow rates drop to <1.3 l/min during therapy and cooling performance was bad. Last preventive maintenance >6000 hour (recommendation 2000 hours). Per follow up information received via email on 15apr2024, device would be repaired in the hospital. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature displayed with a deviation of 0.6°c. The flow rates drop to <1.3 l/min during therapy and cooling performance was bad. Last preventive maintenance >6000 hour (recommendation 2000 hours). Per follow up information received via email on 15apr2024, device would be repaired in the hospital by crs. No patient involvement.